Event description:
The customer's parent reported via phone call that the customer had low blood glucose. The customer's bloood glucose was 62 mg/dl. The bolus history showed the customer had been over-bolusing for their blood glucose. It was also found the customer had a lost sensor alarm. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.